Manufacturer narrative:
Submit date: 4/5/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a safety needle. The customer states that the needle was leaking.

Manufacturer narrative:
Submit date: 10/09/2017. An investigation of the reported condition was performed. The device history record (DHR) for lot indicates that there were zero issues found in samples inspected from the lot. There was no non conformance reports (ncr) issued on this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process changes related to the reported condition for this product in the 12 months prior to the production date. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. A search of our non-conformance database identified no ncrs against the shop orders for the hubs, used in production of the lot. There were 2 samples (unopened) submitted with this complaint. One of the samples was missing the needle, but the package contained a needle sheath. The other sample contained a safety needle. This sample was tested for hub leakage and no leaks were observed. The reported condition of leaking needle is not confirmed. The exact root cause could not be determined based on available information. The most likely root cause was potentially due to improper assembly by the user or an out of spec. Luer taper on the syringe. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leaks, damage and product inside packaging. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified 2 most probable root causes, but neither was related to the production of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.